Event description:
The fe reported that the sys would not display a fluoroscopic image. This rendered the sys unusable. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The image intensifier was evaluated and realigned. The system was tested and found to be working as intended and returned to service.